Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 510mg/dl without symptoms. The patient was taken to the emergency room. The patient was treated with insulin via injection and IV fluids. Customer support (cs) reviewed the pump with the reporter and the total daily dose basal delivery totals were recorded as programmed. All of the boluses were recorded correctly. This report is being made due to the bg excursion the patient experienced due to an alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery and the last bolus were recorded on (B)(6) 2014. On (B)(6) 2014 13:17 an unexplained lop was recorded; pump was next primed at 13:29. One basal delivery was made at 13:35 and another unexplained loss of prime was recorded at 13:38; deliveries resumed at 13:44. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump successfully completed 24hr duration testing and delivery accuracy testing with no errors. Unable to duplicate the reported complaint. The battery compartment is cracked near the case seal; the returned battery cap was able to fully attach to the pump and was used to complete all testing. The display screen has a pinkish contrast; the screen is still able to be read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).